Manufacturer narrative:
The inspection of the temporary pin indicates that the pin head was twisted off the total of the shaft. This could have been contributed to the patient's hard bone.

Event description:
During surgery to implant a three level anterior cervical plate, the surgeon inserted a temporary pin into the plate. Upon removal of the temporary pin, the head of the pin sheared off. The surgeon removed the temporary pin threaded shaft from the patient and continued to insert the permanent screws into the plate. The pin head that sheared off was contained within the screwdriver's holding shield and was removed from the screwdriver. There were no issues completing the implant of the plate and at completion of the surgery the patient's condition was good.